Event description:
The user_s hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during in situ measurements. Further tests have been scheduled. The clinic has decided to proceed with a revision surgery.